Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated by mnt chimaera. There is no patient involvement. The user required dd procedure.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: involved device was sent to the manufacturing site for deep disinfection. Complaints database analysis revealed one further similar case occurred in 2020 for involved unit since its manufacturing date in 2019. Through follow-up communication, livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient, at an estimated distance of two (2) meters from the surgery field. Reusable heating blankets are not used by the hospital. The 3t aerosol collection set is replaced after the allowed use period. Moreover, a disposable pall-aquasafe water filter with an 0.2m membrane for tap water or equivalent performance filter is used. Reportedly, when the device is not used, it is stored full of water and the hydrogen peroxide (h2o2) level is not checked daily but only if the device is used. As per device instructions for use, the hydrogen peroxide level must be checked daily and if this is not applied the device must be drained. This deviation may have likely contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA 2014-10, CAPA 2015-03, CAPA 2016-01. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.